Event description:
During a laparoscopic prostatectomy procedure, the unit alarmed. Instrument was removed from pt and active blade was observed to be broken, but still attached. The active blade broke off when it was being wiped down. There was no pt consequence.